Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard pre-shaped mesh (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2005 - patient was diagnosed with right inguinal pantaloon slider hernia thereby underwent open repair with implant of perfix plug (device 1) and bard pre-shaped mesh with keyhole (device 2). Per operative notes, "in the right groin area, a huge sac with large deep opening and slider component was taken down and sac was closed with sutures. A medium sized perfix plug (device 1) was placed medial to the cord and transversalis fascia was closed over it. The mesh (device 1) partially closed the internal ring and a large size bard pre-shaped mesh with keyhole (device 2) was placed in position and tacked down to the pubic tubercle, inguinal ligament and rectus fascia. The external oblique was closed over the cord and secured with sutures." (B)(6) 2006 - patient was diagnosed with recurrent right inguinal hernia and pain thereby underwent open repair with implant of ventralex mesh (device 3). Per operative notes, " through the old right groin incision, the hernia was noted. The surface of the cord, hernia were dissected free and direct defect through the internal ring was reduced back through the defect. The old mesh (device 1) was seen drifted medially to uncover this area. Therefore, a ventralex mesh (device 3) was placed in the peritoneum over the defect. The mesh (device 3) was sewn circumferentially with sutures. The cord structures were covered with sutures and staples."